Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (4.0 mg/ml at 0.5 mg/day), clonidine (444 mcg/ml at 55 mcg/day), and bupivacaine (5 mg/ml at 0.6 mg/day) from an implanted pump. The patient's concomitant medications included norco at the time of the event. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had experienced withdrawal symptoms and went into the physician's office on (B)(6) 2016, the logs were read, and a motor stall was discovered. It was reported that "nothing happened that should have caused it." The patient was being covered by oral medications. The patient's status at the time of the report was alive with no injury. It was noted that a surgical intervention had been planned but was not yet scheduled.

Event description:
Additional information was reported by the company representative on (B)(6) 2016. The indication patient's indication for use included chronic low back pain. The rep reported that an active motor stall was seen when the pump was interrogated. It was noted that the initial plan was to explant the pump however now the patient may want it replaced. The pump had not been refilled in time and now it was empty. The rep did not know when the motor stall and empty pump had occurred. The rep reported that the patient had a MRI a few months ago. It was noted that the rep had heard the alarm at one point. No patient symptoms were reported.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient plans to replace the pump. The patient was able to get her insurance issues resolved. The pump has been stalled since (B)(6) 2016, tube set occurred on (B)(6) 2016.

Event description:
Additional information was reported by a healthcare professional (hcp) on 2016-05-10. It was reported that the pump had not been working for quite a while. An MRI was being done due to a problem with the device or therapy. The patient had been experiencing pain. The hcp did not know the location of the pain but the MRI was of the lumbar and thoracic spine.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion on the pump updated. Eval code-result applies to the pump.

Event description:
Additional information was received from the rep when the pump and catheter were returned for analysis on (B)(6) 2016.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.